Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is the patient ¿had every one of the side effects¿ listed and capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "they have had side effects for 19 years", "capsular contracture, baker grade IV, and "rash on their breast for 7 years". The device has been explanted. This record is for the right side.